Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used or charged her scs ipg since the end of 2012 due to other medical issues unrelated to her scs system. The pt is unable to communicate with her ipg using external devices. Surgical intervention to address the issue is planned for a later date.